Manufacturer narrative:
This part is not approved for sale in us but a similar product with catalog # 9392507, (B)(4) and 510k# k172199 is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tlif (transforaminal lumbar interbody fusion) at l4/5 due to isthmic spondylolisthesis and lumbar disc hernia. During the surgery, the inserted cage broke during rotation operation. The physician considered that it was difficult to remove the cage during the operation. The operation was performed without touching the cage. The breakage could not be confirmed by visual and touch, but it was confirmed when confirming under image. The original intervertebral disc space was narrow, distraction was performed with rod to deal with it, but the cage was broken and was left placed on the intervertebral disc.